Manufacturer narrative:
On (B)(6) 2015, decontaminating the reagent lines resolved the quality control (qc) inquiry between the 2 analyzers with time delay. The probable cause of the event was contamination in the reagent lines. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported higher quality control (qc) recovery on the aia-2000la (B)(4) for afp (alfa-fetoprotein) test.